Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-00477 pertains to the other device. It was reported to boston scientific corporation that the patient was implanted with a pinnacle anterior/apical pelvic floor repair kit during a procedure (date of procedure unknown) to treat her pelvic organ prolapse. Reportedly, following the procedure, the patient experienced significant pain, permanent injury, and impaired sexual relations, and has undergone corrective surgery (specifics and date of procedure unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.